Event description:
Aeromedical personnel responded to a person, condition unknown. The device was connected to the patient for cardiac monitoring and transported to the hosp. According to the reporter, the device alarmed low battery then lost power and the pt was transported without cardiac monitoring. No adverse affects to the pt were reported as a result of the alleged malfunction.